Event description:
The patient was undergoing a right scaphoid closed reduction plus internal fixation using a headless screw. From operator's report: complications: the guide pin for the screw broke inside the distal scaphoid and trapezium when I was drilling the tunnel for the screw, without any apparent cause. I was having no resistance drilling the bone and was not forcing any angle on the guide pin. I really cannot explain the breakage of the pin. That break was managed with a second, volar incision over the trapezium and removal of the guide pin from the trapezium.